Event description:
The customer reported via phone call that he had a keypad issues on the insulin pump. Customer stated that last week the pump had sustained beeping and the screen froze up. Customer stated that the screen turned off and he changed the battery. Customer started using the pump again and it shut down and erased the settings. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer stated that the pump would not react to any buttons and he switched to a back-up old pump. Customer treated with a bolus using the back-up pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will be shipped a replacement battery cap. Customer declined troubleshooting for the pump powering off since the pump is being replaced..

Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected blank display, audio/beep anomaly, off no power alarm or low battery alarm noted. There was no damage found on the c13/lcd isolation tape noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corners, belt clip slot and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.